Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right ventricular (rv) lead was over-sensing resulting in pacing inhibition. Isometric exercises was performed at the clinic and was unable to be reproduce any noise. Programming changes were made to resolve the issue and the patient was in stable condition.